Event description:
After surgery, due to blood on the hand piece, inspection of the drape found that it had several micro holes causing contamination and wound class change. (B)(6). FDA safety report ID # (B)(4).